Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-aug-2023. Investigation summary: one 20019e7d sample from lot 22095233 was received in opened packaging for investigation. A connecting rms romsons ss-3062 luer slip infusion set was also received to assist the investigation. The feedback provided by the customer suggests the infusion set disconnected from the smartsite. A visual inspection of the returned smartsite extension set did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned extension set to a 50ml bd plastipak luer lok and 20ml bd plastipak luer slip syringes from stock and flushing with fluid; in each instance, a secure connection was established and no flow issues were detected throughout testing. The syringes were then disconnected and reconnected to the smartsite extension set numerous times; no bounce back issues were detected. The smartsite extension set was then connected to the returned romsons infusion set, initially bounce back was detected, however after several attempts a secure connection was established. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095233 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Please note that the smartsite device is designed to be used with iso luer lock and luer slip connectors provided on standard administration sets, extensions sets and syringes. The directions for use states ¿if the syringe has a slip luer, the syringe should be inserted and then rotated to a 1/4 turn. Engagement should be confirmed by the user. Do not leave slip luer syringes unattended".

Event description:
It was reported that while using the bd y'-connector set 2 way there was pop out observed with 3 units. The following was received by the initial reporter: smartsite bi extension, whenever connected with IV set (romson -rms nonvented luer slip IV set), there is pop out observed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd y'-connector set 2 way there was pop out observed with 3 units. The following was received by the initial reporter: smartsite bi extension, whenever connected with IV set (romson -rms nonvented luer slip IV set), there is pop out observed.